Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation. Based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Initial report was "failed initial stability". Dentist subsequently stated, that implant was too close to the sinus and required explantation. Patient received second implant in 2006 and he is doing well.